Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.111.550s, lot: l178395, manufacturing site: mezzovico, release to warehouse date: 04.nov.2016, expiry date: 01.oct.2026. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing the attached y-ray pictures confirms complaint description. Post-operative deformation of the plate can be confirmed. However, without receiving the affected plate, we are not able to perform an investigation and no root cause can be identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name: 4mm ti va-lcp 2-col dstl radpl nrw 6h hd/5h shaft/rt-ster. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a few days after open reduction internal fixation (orif) was performed, the patient placed his hands on the floor when getting up. At that time, the patient felt pain. On (B)(6) 2019, the patient visited the hospital. The x-rays showed that the condition of reduction has been lost and the right plate had been deformed. Originally, a variable angle-locking compression plate (va-lcp) two column plates with 5 holes for right and left side were implanted on (B)(6) 2018 for distal radius fractures of both sides. The patient had no pain when rotating his arms at that time. The affected site was fixed with a splint. Currently, the patient is presenting the hospital regularly. The surgeon will decide about additional treatment after monitoring the affected site for 3 weeks. Patient reported, "no pain". Concomitant device reported: screws (part#unknown, lot#unknown, quantity# unknown). This complaint involves (1) device. This report is 1 of 1 for (B)(4).